Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was currently using high density (hd) settings and reported not getting sufficient pain relief. They wanted to meet and switch to conventional settings. It was indicated that the hd settings may have contributed to the issue. The rep stated that they planned to meet with the patient either this coming week or the following to fine tune their ins. The issue was not resolved at the time of the event. No surgical intervention occurred or was planned. The patient was alive without injury. The event occurred on (B)(6) 2018. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from a manufacturer representative (rep) reporting that they met with the patient on oct 17th and they were still not getting good pain relief. They had tried high density (hd) and low density (ld) settings. With ld the rep was unable to cover the pain in their right foot but were able to get good coverage in their left leg. The patient did tell them that this was similar to their experience during the trial. They also reported a new pain in their spine and on their lateral trunk on the right, reporting that the pain wrapped around from the back. The doctor stated that this pain was due to the implant procedure. The patient stated that due to the trunk and spine pain and because they weren¿t getting good enough pain relief, they would like their stimulator explanted. The rep stated that they decided to try a few more new settings to see if they were able to get them better coverage. It was reported that there was no concern of infection. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient reported wanting the device explanted because he was not getting great coverage. The patient said the electricity of the device is sent down the spine, and the battery site is painful. The patient is meeting with the doctor on (B)(6) 2018. The patient was going to decide then if he wanted the ins removed or reprogrammed again. The issue was not yet resolved. No further complications were reported. On (B)(6) 2018, additional information was received from a manufacturer representative (rep) reporting that they met with the patient yesterday ((B)(6) 2018). They stated that the patient reported that they continued to not get sufficient pain relief especially with the new pain that started where the ins pocket was located and wrapped around their trunk. Additionally, they stated that when the device was on it sent extra ¿jolts¿ that were aggravating up their spine. When they turned the device off, the extra ¿jolts/stim¿ would go away. It was reported that the patient didn¿t feel that the amount of relief they were getting was worth the trade benefit of the two issues. The patient stated that they wanted the device explanted and did not want it reprogrammed. The explant date is to be determined. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, lot# va1m1m9003, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, lot# va1s1hv025, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 97791, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: accessory; product ID: 97791, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: accessory. Analysis of the implantable neurostimulator (ins) ((B)(4)) found the stimulator ins was functionally okay and no significant anomalies were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# va1m1m9003 product type lead product ID 977a260 lot# va1s1hv025 product type lead product ID 97791 lot# unknown product type accessory product ID neu_stylet_acc product type accessory: a supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that since implant, the patient was not happy with the relief that he was getting. The patient seemed to have higher expectations than he should and the clinic, physicians, and manufacturer representatives have all worked with him multiple times to try and give him more relief, but it has never been enough. It was noted that the patient¿s expectations are unrealistic. The patient had great relief with their trial; however, the implant has not been as successful. Reprogramming sessions were performed on multiple occasions to try and troubleshoot the issue that the patient was experiencing. The manufacturer representative could not confirm whether or not the patient¿s therapy relief was greater than or less than 50% relief. The implantable neurostimulator was explanted due to these issues on (B)(6) 2018. There were no further complications reported or anticipated.